Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2015-00031. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2015-00555, follow up #1 and 2. This was in reference to william cook europe MFR report # 3002808486-2015-00031. Cook is now submitting an initial report to correct this issue. 510k #: k090140. Investigation / evaluation: it should be noted that this report was initially reported by william cook europe under 3002808486-2015-00031. It was determined during the investigation that the manufacturer of the device is cook inc. Update: MDR# 1820334-2015-00555 has been determined to be duplicate MDR# 1820334-2016-00050. Re-evaluation of imaging provided indicated the following: findings: : ultrasound of bilateral lower extremities dated 8/18/2015, plain films in ap and lateral projection of the abdomen and pelvis, ultrasound of bilateral lower extremities, the ivc and iliac veins, as well as CT scan of the chest and abdomen with IV contrast dated (B)(6) 2015, along with the complaint report were submitted for review. These images, along with images from pr 119308 and the accompanying documentation, were reviewed in their entirety. The report will focus on the new images provided, but use previous imaging for comparison. : ultrasound of bilateral lower extremities dated (B)(6) 2015 demonstrates mild lack of compressibility in the proximal portion of the right femoral vein likely representing nonocclusive chronic thrombus. The remaining venous system of both lower extremities is unremarkable. : pa and lateral views of the abdomen dated (B)(6) 2015 demonstrate a gunther tulip filter in stable position when compared to prior plain film of the abdomen dated (B)(6) 2015. The hook is now straightened and in a similar position to prior venogram dated (B)(6) 2015. In comparison to prior venogram the primary feet have regained a more normal configuration and now measure approximately 3 cm between the distal tips. At the conclusion of prior venegram the filter feet measured 10 mm between the tips. There is approximately 4° rightward angulation and approximately 6° anterior angulation. On previous x-ray dated (B)(6) 2015 there is only one degree anterior angulation and approximately 2° leftward angulation. The cranial/caudal position of the filter is not significantly changed when compared to the plain film, but has slightly shifted caudally when compared to the venogram. :. Ultrasound of the ivc, bilateral iliac veins and bilateral lower extremities dated (B)(6) 2015 demonstrates patent bilateral iliac veins. The filter can be partially seen under ultrasound. The ivc appears to be normal caliber in this region. Just cranial to the filter there is a suggestion of increased hyperechogenicity within the ivc lumen concerning for possible thrombus. Ultrasound of both lower extremities demonstrates incomplete compressibility of the right femoral and popliteal vein consistent with chronic appearing thrombus. The left lower extremity venous system appears unremarkable . :. CT scan of the chest and abdomen dated (B)(6) 2015 with IV contrast is compared with CT scan dated (B)(6) 2014. There is persistent nearly occlusive filling defect within the left lower lobar pulmonary artery consistent with pulmonary embolism. The amount of clot present within this vessel does appear minimally decreased when compared to prior examination. There has been significant interval resolution of thrombotic burden involving the entire right lung as well as the left upper lobe pulmonary arterial vascular tree. Again demonstrated is a gunther tulip filter in an infrarenal location. There is a large filling defect extending cranially above the level of the filter measuring approximately 2.1 x 1.8 x 3 cm and occupying much of the suprarenal ivc lumen. This appears to be tethered to the cranial aspect of the filter. The ivc filter hook does not abut the ivc wall. All of the primary and secondary struts of the filter are present. The primary legs are located at approximately the 3, 6, 9 and 12 o'clock regions on the axial images. There is grade 3 interaction with the ivc wall at the 3 o'clock position with the primary filter foot extending outside of the lumen of the ivc and interacting with the anterior portion of the aortic wall. There are no significant inflammatory changes around this foot. At the 6 o'clock region there is a grade 2 interaction with the ivc wall with the filter foot resulting in minimal adjacent stranding and haziness in the retroperitoneal fat. At the 9 o'clock region there is a grade 2 interaction present with the filter foot terminating in the perirenal retroperitoneal fat without evidence of stranding or haziness. At the twelve o'clock region there is a grade 3 interaction present with the primary filter foot extending out and abutting the pancreatic parenchyma without significant stranding or haziness. The penetration of the primary feet all extend to the junction of the secondary struts measuring just about 1 cm in length in each of the given directions outside of the wall of the ivc. All of the secondary struts are contained within the lumen of the ivc. There is a 1° rightward tilt and 4° anterior tilt. At the level of the ivc filter feet the ivc measures approximately 18 mm in diameter. Impression: :. The gunther tulip ivc filter was originally placed on (B)(6) 2014 for an acr/sir appropriate indication of positive dvt in the setting of extensive pulmonary embolism and at risk for further pe. :. The ivc filter removal was attempted 129 days post placement but was unsuccessful. There was straightening of the hook as well as deformation of the filter resulting in stenosis of the ivc. No further intervention was performed in attempts to return the ivc filter to its original configuration such as angioplasty or other advanced techniques to remove the filter. On the follow-up imaging performed 386 days post placement, the filter deformation had resolved and the primary legs were re-expanded. There is no evidence of persistent ivc stenosis on CT scan. The hook remained in a straightened configuration . At the time of attempted removal the operating physician deemed the filter unremovable/permanent and future retrieval attempts were not performed. :. There has been interval development of a large thrombus occupying much of the suprarenal ivc which appears to be attached/tethered to the cranial aspect of the ivc filter. There is no mention of this finding in the complaint report or on the core lab analysis and is a clinically significant finding as patient is at risk for future embolization, and may be the cause of the current pulmonary embolism seen in the left lower lobar pulmonary artery. These results will be called to the facility to make sure the operating physician is aware of this finding. :. There are grade 3 interactions with the primary filter legs interacting with the pancreatic parenchyma as well as the wall of aorta without significant stranding or haziness associated with these interactions. There is a grade 2 interaction posteriorly with minimal stranding and haziness likely due to slight inflammatory or reactive processes in the retroperitoneum . Per the complaint report there are no clinical sequelae or symptoms of these findings. :. Chest CT compared to prior chest CT continues to demonstrate a filling defect within the left lower lobar pulmonary artery. Overall the thrombotic burden throughout both lungs appears dramatically improved, but the overall configuration of this residual embolus is not classic for a chronic pulmonary emboli. It appears to be more centered within the vessel and tubular configuration where a chronic pulmonary emboli appears to be more adherent to the wall and typically demonstrates significant remodeling 1 year out. Essentially all of the pulmonary embolic burden in the remaining pulmonary arteries has resolved, also a finding that would suggest this thrombus in the left lower lobar pulmonary artery is acute to subacute rather than chronic. This may be related to the thrombus extending above the level of the filter, as discussed above. Per complaint report, patient was restarted on anticoagulation at time of CT given the pe. Image review confirmed two grade 3 and two grade 2 interactions with the ivc wall, but with no reported clinical sequelae or symptoms. Filter had not migrated. Interval development of a large thrombus occupying much of the suprarenal ivc appears to be tethered to cranial aspect of the filter. However, the thrombotic burden appears dramatically improved over time and the confirmed thrombus is considered the cause of the current pe seen in left lower pulmonary artery. Consequently, as to filter perforation and lot# review the below investigation is still valid and remains unchanged. Filter stays as a permanent filter. During the course of investigation, a review of the complaint history, documentation and instructions for use was conducted. The imaging was sent for outside clinical review. Findings and impressions are as below. Findings: :. Pre-implantation ultrasound and contrast chest CT, implantation angiography, post implantation x-rays, four month follow-up x-rays and attempted filter retrieval angiography are provided. :. The filter was tilted against the right ivc wall at implantation but over the follow interval it shifted into the ivc center. :. The left leg and secondary wire were outside the ivc upon attempted retrieval. The leg tip was 4.6mm outside the ivc. The right leg tip was 3.1mm outside the ivc. :. The anterior and posterior legs cannot be assessed because lateral imaging or pre-retrieval CT was not provided. :. The attempted retrieval straightened out the hook and contracted the ivc to 11.5mm. This was hemodynamically significant as outflow into lumbar collaterals inferior the filter appeared after the stenosis was generated. The filter was also pulled up significantly. :. The remainder of the imaging demonstrates a non-occlusive right common femoral and right peroneal vein thrombus and bilateral submassive pulmonary embolism followed by ekos pharmacomechanical thrombolysis from the right common femoral vein. With the ekos catheters in place, the filter was placed from the left common femoral vein without apparent difficulty. :. Some of the imaging between implantation and follow-up suggest migration while other images show no migration. This reflects the varied filter position with respiratory excursion. Impression : :. Both the right and left filter legs perforated the ivc. The left secondary wire was likely outside the ivc as well. This increased filter adherence to the ivc by increasing the amount of filter in contact with ivc wall. :. The ivc stenosis generated by the attempted retrieval was immediately hemodynamically significant. The stenosis may relax with time. :. Although the filter shifted from against the right ivc to the ivc center no migration superior or inferior occurred. Differences between some of the pre and post imaging reflect varied filter position with respiratory excursion. Relative to the ivc, the filter was stable. :. The filter retrieval did not resort to advanced techniques. The filter likely is retrievable through advanced techniques such as a loop snare and excimer laser. The review of imaging confirms that the filter perforated the ivc. According to the reporting physician, the filter could not be removed from the inferior vena cava wall and failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The instructions for use (IFU) cautions that excessive force should not be used to place and/or retrieve the filter. It also states potential adverse events that may occur with the use of a filter, including acute damage to the ivc and thrombosis or stenosis at implant site. Specific instructions describing the preparation of the device and placement of the filter are provided within the instructions for use. Based on the available information, the root cause is undetermined. We will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
This (B)(6) female was presented at the time of enrollment with a current symptomatic sub-massive pulmonary embolism (pe), peripheral venous disease ¿ varicose veins and peripheral arterial disease. The patient is 69 inches tall and weighed (B)(6) pounds. She was taking aspirin and a therapeutic dose of low molecular weight heparin prior to the procedure. On (B)(6) 2014 (3 days pre-procedure), the pre placement pe assessment was completed via CT. Core lab analysis of the CT confirmed the presence of a bilateral pe. On (B)(6) 2014 (day of procedure), the pre placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc) or bilateral pelvic veins. Thrombus was present in the right lower extremity vein. Core lab analysis of the pre placement ultrasound indicated that the ivc, bilateral pelvic veins and bilateral lower extremity veins were negative for thrombus. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but added risk due to right heart strain and an elevated troponin. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 18.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a gunther tulip¿ filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was 11-16 degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.0 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.5 degrees. On the same day of the procedure, the post procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was 11-16 degrees. Core lab analysis of the post procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 10.1 degrees in the ap view and 7.7 degrees in the lat view. On (B)(6) 2014 (5 days post procedure), the patient was discharged from the hospital. The discharge medications included warfarin and a therapeutic dose of low molecular weight heparin. On (B)(6) 2014 (35 days post procedure), the one month follow-up clinical assessment was completed and a filter retrieval was not scheduled due to an ongoing risk for pulmonary embolism. The patient was taking xarelto®. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (98 days post procedure), the three month follow-up clinical assessment was completed and a filter retrieval was scheduled because it was no longer clinically needed. The patient was taking xarelto® and warfarin. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (120 days post procedure), the patient had the pre retrieval x-ray performed. The x-ray revealed no evidence of filter fracture or embolization. Migration of the filter was noted and filter tilt was less than 6 degrees. Core lab analysis of the pre retrieval x-ray is not available at this time. On (B)(6) 2015 (129 days post procedure), an attempt to retrieve the filter endovascularly, with a cook cloversnare¿ retrieval set via the right internal jugular vein, was unsuccessful. The filter legs did not appear outside the column of contrast at pre retrieval and there was no thrombus present in the filter. The patient was on xarelto® pre procedurally. The site rated no difficulty during the attempt to retrieve the filter but noted: ¿despite multiple attempts the filter could not be removed from the inferior vena cava wall" and "failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent." Core lab analysis of the retrieval procedure venography is not available at this time. The patient remains in the study. Additional information provided on 06dec2016: on (B)(6) 2015 (181 days post-procedure), the six month telephone follow-up was performed. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (301 days post-procedure), the patient experienced right upper thigh pain. No treatment was required. On (B)(6) 2015 (386 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, chest and abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because the treating physician deemed the filter to be permanent on (B)(6) 2015. The patient was taking aspirin. Since the last contact, the patient had experienced a reportable event as described above. The ultrasound revealed no thrombus in the ivc, pelvic veins or left lower extremity vein. Thrombus was present in the right lower extremity vein. Core lab concurred with the site¿s assessment. The chest and abdominal CT with intravenous contrast revealed no evidence of embolization. Filter leg interaction with the ivc wall grading is not available [site has been queried]. There was evidence of a pe. The site relayed that these imaging results were associated with clinical sequelae, but did not lead to an intervention or treatment [site has been queried]. Core lab analysis of the twelve month follow-up chest and abdominal CT revealed no evidence of filter embolization. Evidence of a left sided pe was present and deemed pre-existing. The angle of filter tilt in the sagittal plane was 6.7 degrees and 1.8 degrees in the coronal plane. There were eight grade one filter legs, two grade two filter legs, and two grade three filter legs that affected the aorta and duodenum. None of the grade two or three filter legs were associated with hemorrhage, hematoma formation, or any other clinical findings at the perforation/puncture sites. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. On the same day, the site reported the pe as new and indicated there were no symptoms. Treatment included reinitiation of xarelto® [site has been queried as noted above]. Core lab analysis of the twelve month follow- x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. Angle of filter tilt in the ap view was 0.9 degrees and 7.5 degrees in the lat view. On (B)(6) 2016 (757 days post-procedure), the 12 month follow up CT scan was performed, per core lab review the filter was tilted 16.7 degrees in the sagittal plane and 18 degrees in the coronal plane.

Manufacturer narrative:
(B)(4). The 510k #: k090140. Investigation / evaluation. It should be noted that this report was initially reported by william cook europe under 3002808486-2015-00031. It was determined during the investigation that the manufacturer of the device is cook inc. During the course of investigation, a review of the complaint history, documentation and instructions for use was conducted. The imaging was sent for outside clinical review. Findings and impressions are as below. Findings: pre-implantation ultrasound and contrast chest CT, implantation angiography, post implantation x-rays, four month follow-up x-rays and attempted filter retrieval angiography are provided. The filter was tilted against the right ivc wall at implantation but over the follow interval it shifted into the ivc center. The left leg and secondary wire were outside the ivc upon attempted retrieval. The leg tip was 4.6 mm outside the ivc. The right leg tip was 3.1 mm outside the ivc. The anterior and posterior legs cannot be assessed because lateral imaging or pre-retrieval CT was not provided. The attempted retrieval straightened out the hook and contracted the ivc to 11.5 mm. This was hemodynamically significant as outflow into lumbar collaterals inferior the filter appeared after the stenosis was generated. The filter was also pulled up significantly. The remainder of the imaging demonstrates a non-occlusive right common femoral and right peroneal vein thrombus and bilateral submassive pulmonary embolism followed by ekos pharmacomechanical thrombolysis from the right common femoral vein. With the ekos catheters in place, the filter was placed from the left common femoral vein without apparent difficulty. Some of the imaging between implantation and follow-up suggest migration while other images show no migration. This reflects the varied filter position with respiratory excursion. Impression : both the right and left filter legs perforated the ivc. The left secondary wire was likely outside the ivc as well. This increased filter adherence to the ivc by increasing the amount of filter in contact with ivc wall. The ivc stenosis generated by the attempted retrieval was immediately hemodynamically significant. The stenosis may relax with time. Although the filter shifted from against the right ivc to the ivc center no migration superior or inferior occurred. Differences between some of the pre and post imaging reflect varied filter position with respiratory excursion. Relative to the ivc, the filter was stable. The filter retrieval did not resort to advanced techniques. The filter likely is retrievable through advanced techniques such as a loop snare and excimer laser. The review of imaging confirms that the filter perforated the ivc. According to the reporting physician, the filter could not be removed from the inferior vena cava wall and failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The instructions for use (IFU) cautions that excessive force should not be used to place and/or retrieve the filter. It also states potential adverse events that may occur with the use of a filter, including acute damage to the ivc and thrombosis or stenosis at implant site. Specific instructions describing the preparation of the device and placement of the filter are provided within the instructions for use. Based on the available information, the root cause is undetermined. We will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
This (B)(6) female was presented at the time of enrollment with a current symptomatic sub-massive pulmonary embolism (pe), peripheral venous disease ¿ varicose veins and peripheral arterial disease. The patient is (B)(6) and weighed (B)(6). She was taking aspirin and a therapeutic dose of low molecular weight heparin prior to the procedure. On (B)(6) 2014 (3 days pre-procedure), the pre-placement pe assessment was completed via CT. Core lab analysis of the CT confirmed the presence of a bilateral pe. On (B)(6) 2014 (day of procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc) or bilateral pelvic veins. Thrombus was present in the right lower extremity vein. Core lab analysis of the pre-placement ultrasound indicated that the ivc, bilateral pelvic veins and bilateral lower extremity veins were negative for thrombus. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but added risk due to right heart strain and an elevated troponin. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 18.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was 11-16 degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.0 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.5 degrees. On the same day of the procedure, the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was 11-16 degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 10.1 degrees in the ap view and 7.7 degrees in the lat view. On (B)(6) 2014 (5 days post-procedure), the patient was discharged from the hospital. The discharge medications included warfarin and a therapeutic dose of low molecular weight heparin. On (B)(6) 2014 (35 days post-procedure), the one month follow-up clinical assessment was completed and a filter retrieval was not scheduled due to an ongoing risk for pulmonary embolism. The patient was taking xarelto. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (98 days post-procedure), the three month follow-up clinical assessment was completed and a filter retrieval was scheduled because it was no longer clinically needed. The patient was taking xarelto and warfarin. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (120 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture or embolization. Migration of the filter was noted and filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray is not available at this time. On (B)(6) 2015 (129 days post-procedure), an attempt to retrieve the filter endovascularly, with a cook cloversnare retrieval set via the right internal jugular vein, was unsuccessful. The filter legs did not appear outside the column of contrast at pre-retrieval and there was no thrombus present in the filter. The patient was on xarelto pre-procedurally. The site rated no difficulty during the attempt to retrieve the filter but noted: ¿despite multiple attempts the filter could not be removed from the inferior vena cava wall" and "failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent." Core lab analysis of the retrieval procedure venography is not available at this time. The patient remains in the study.

Manufacturer narrative:
(B)(4). The 510k #: k090140. Investigation / evaluation: it should be noted that this report was initially reported by william cook europe under 3002808486-2015-00031. It was determined during the investigation that the manufacturer of the device is cook inc. *****update***** MDR# 1820334-2015-00555 has been determined to be duplicate MDR# 1820334-2016-00050. Re-evaluation of imaging provided indicated the following: findings: ultrasound of bilateral lower extremities dated (B)(6) 2015, plain films in ap and lateral projection of the abdomen and pelvis, ultrasound of bilateral lower extremities, the ivc and iliac veins, as well as CT scan of the chest and abdomen with IV contrast dated (B)(6) 2015, along with the complaint report were submitted for review. These images, along with images from pr 119308 and the accompanying documentation, were reviewed in their entirety. The report will focus on the new images provided, but use previous imaging for comparison. Ultrasound of bilateral lower extremities dated (B)(6) 2015 demonstrates mild lack of compressibility in the proximal portion of the right femoral vein likely representing nonocclusive chronic thrombus. The remaining venous system of both lower extremities is unremarkable. Pa and lateral views of the abdomen dated (B)(6) 2015 demonstrate a gunther tulip filter in stable position when compared to prior plain film of the abdomen dated (B)(6) 2015. The hook is now straightened and in a similar position to prior venogram dated (B)(6) 2015. In comparison to prior venogram the primary feet have regained a more normal configuration and now measure approximately 3 cm between the distal tips. At the conclusion of prior venegram the filter feet measured 10 mm between the tips. There is approximately 4° rightward angulation and approximately 6° anterior angulation. On previous x-ray dated (B)(6) 2015 there is only one degree anterior angulation and approximately 2° leftward angulation. The cranial/caudal position of the filter is not significantly changed when compared to the plain film, but has slightly shifted caudally when compared to the venogram. Ultrasound of the ivc, bilateral iliac veins and bilateral lower extremities dated (B)(6) 2015 demonstrates patent bilateral iliac veins. The filter can be partially seen under ultrasound. The ivc appears to be normal caliber in this region. Just cranial to the filter there is a suggestion of increased hyperechogenicity within the ivc lumen concerning for possible thrombus. Ultrasound of both lower extremities demonstrates incomplete compressibility of the right femoral and popliteal vein consistent with chronic appearing thrombus. The left lower extremity venous system appears unremarkable . CT scan of the chest and abdomen dated (B)(6) 2015 with IV contrast is compared with CT scan dated (B)(6) 2014. There is persistent nearly occlusive filling defect within the left lower lobar pulmonary artery consistent with pulmonary embolism. The amount of clot present within this vessel does appear minimally decreased when compared to prior examination. There has been significant interval resolution of thrombotic burden involving the entire right lung as well as the left upper lobe pulmonary arterial vascular tree. Again demonstrated is a gunther tulip filter in an infrarenal location. There is a large filling defect extending cranially above the level of the filter measuring approximately 2.1 x 1.8 x 3 cm and occupying much of the suprarenal ivc lumen. This appears to be tethered to the cranial aspect of the filter. The ivc filter hook does not abut the ivc wall. All of the primary and secondary struts of the filter are present. The primary legs are located at approximately the 3, 6, 9 and 12 o'clock regions on the axial images. There is grade 3 interaction with the ivc wall at the 3 o'clock position with the primary filter foot extending outside of the lumen of the ivc and interacting with the anterior portion of the aortic wall. There are no significant inflammatory changes around this foot. At the 6 o'clock region there is a grade 2 interaction with the ivc wall with the filter foot resulting in minimal adjacent stranding and haziness in the retroperitoneal fat. At the 9 o'clock region there is a grade 2 interaction present with the filter foot terminating in the perirenal retroperitoneal fat without evidence of stranding or haziness. At the twelve o'clock region there is a grade 3 interaction present with the primary filter foot extending out and abutting the pancreatic parenchyma without significant stranding or haziness. The penetration of the primary feet all extend to the junction of the secondary struts measuring just about 1 cm in length in each of the given directions outside of the wall of the ivc. All of the secondary struts are contained within the lumen of the ivc. There is a 1° rightward tilt and 4° anterior tilt. At the level of the ivc filter feet the ivc measures approximately 18 mm in diameter. Impression: the gunther tulip ivc filter was originally placed on (B)(6) 2014 for an acr/sir appropriate indication of positive dvt in the setting of extensive pulmonary embolism and at risk for further pe. The ivc filter removal was attempted 129 days post placement but was unsuccessful. There was straightening of the hook as well as deformation of the filter resulting in stenosis of the ivc. No further intervention was performed in attempts to return the ivc filter to its original configuration such as angioplasty or other advanced techniques to remove the filter. On the follow-up imaging performed 386 days post placement, the filter deformation had resolved and the primary legs were re-expanded. There is no evidence of persistent ivc stenosis on CT scan. The hook remained in a straightened configuration . At the time of attempted removal the operating physician deemed the filter unremovable/permanent and future retrieval attempts were not performed. There has been interval development of a large thrombus occupying much of the suprarenal ivc which appears to be attached/tethered to the cranial aspect of the ivc filter. There is no mention of this finding in the complaint report or on the core lab analysis and is a clinically significant finding as patient is at risk for future embolization, and may be the cause of the current pulmonary embolism seen in the left lower lobar pulmonary artery. These results will be called to the facility to make sure the operating physician is aware of this finding. There are grade 3 interactions with the primary filter legs interacting with the pancreatic parenchyma as well as the wall of aorta without significant stranding or haziness associated with these interactions. There is a grade 2 interaction posteriorly with minimal stranding and haziness likely due to slight inflammatory or reactive processes in the retroperitoneum . Per the complaint report there are no clinical sequelae or symptoms of these findings. Chest CT compared to prior chest CT continues to demonstrate a filling defect within the left lower lobar pulmonary artery. Overall the thrombotic burden throughout both lungs appears dramatically improved, but the overall configuration of this residual embolus is not classic for a chronic pulmonary emboli. It appears to be more centered within the vessel and tubular configuration where a chronic pulmonary emboli appears to be more adherent to the wall and typically demonstrates significant remodeling 1 year out. Essentially all of the pulmonary embolic burden in the remaining pulmonary arteries has resolved, also a finding that would suggest this thrombus in the left lower lobar pulmonary artery is acute to subacute rather than chronic. This may be related to the thrombus extending above the level of the filter, as discussed above. Per complaint report, patient was restarted on anticoagulation at time of CT given the pe. Image review confirmed two grade 3 and two grade 2 interactions with the ivc wall, but with no reported clinical sequelae or symptoms. Filter had not migrated. Interval development of a large thrombus occupying much of the suprarenal ivc appears to be tethered to cranial aspect of the filter. However, the thrombotic burden appears dramatically improved over time and the confirmed thrombus is considered the cause of the current pe seen in left lower pulmonary artery. Consequently, as to filter perforation and lot# review the below investigation is still valid and remains unchanged. Filter stays as a permanent filter. During the course of investigation, a review of the complaint history, documentation and instructions for use was conducted. The imaging was sent for outside clinical review. Findings and impressions are as below. Findings: pre-implantation ultrasound and contrast chest CT, implantation angiography, post implantation x-rays, four month follow-up x-rays and attempted filter retrieval angiography are provided. The filter was tilted against the right ivc wall at implantation but over the follow interval it shifted into the ivc center. The left leg and secondary wire were outside the ivc upon attempted retrieval. The leg tip was 4.6 mm outside the ivc. The right leg tip was 3.1 mm outside the ivc. The anterior and posterior legs cannot be assessed because lateral imaging or pre-retrieval CT was not provided. The attempted retrieval straightened out the hook and contracted the ivc to 11.5 mm. This was hemodynamically significant as outflow into lumbar collaterals inferior the filter appeared after the stenosis was generated. The filter was also pulled up significantly. The remainder of the imaging demonstrates a non-occlusive right common femoral and right peroneal vein thrombus and bilateral submassive pulmonary embolism followed by ekos pharmacomechanical thrombolysis from the right common femoral vein. With the ekos catheters in place, the filter was placed from the left common femoral vein without apparent difficulty. Some of the imaging between implantation and follow-up suggest migration while other images show no migration. This reflects the varied filter position with respiratory excursion. Impression : both the right and left filter legs perforated the ivc. The left secondary wire was likely outside the ivc as well. This increased filter adherence to the ivc by increasing the amount of filter in contact with ivc wall. The ivc stenosis generated by the attempted retrieval was immediately hemodynamically significant. The stenosis may relax with time. Although the filter shifted from against the right ivc to the ivc center no migration superior or inferior occurred. Differences between some of the pre and post imaging reflect varied filter position with respiratory excursion. Relative to the ivc, the filter was stable. The filter retrieval did not resort to advanced techniques. The filter likely is retrievable through advanced techniques such as a loop snare and excimer laser. The review of imaging confirms that the filter perforated the ivc. According to the reporting physician, the filter could not be removed from the inferior vena cava wall and failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The instructions for use (IFU) cautions that excessive force should not be used to place and/or retrieve the filter. It also states potential adverse events that may occur with the use of a filter, including acute damage to the ivc and thrombosis or stenosis at implant site. Specific instructions describing the preparation of the device and placement of the filter are provided within the instructions for use. Based on the available information, the root cause is undetermined. We will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
This (B)(6) female was presented at the time of enrollment with a current symptomatic sub-massive pulmonary embolism (pe), peripheral venous disease ¿ varicose veins and peripheral arterial disease. The patient is (B)(6) tall and weighed (B)(6). She was taking aspirin and a therapeutic dose of low molecular weight heparin prior to the procedure. On (B)(6) 2014 (3 days pre-procedure), the pre placement pe assessment was completed via CT. Core lab analysis of the CT confirmed the presence of a bilateral pe. On (B)(6) 2014 (day of procedure), the pre placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc) or bilateral pelvic veins. Thrombus was present in the right lower extremity vein. Core lab analysis of the pre placement ultrasound indicated that the ivc, bilateral pelvic veins and bilateral lower extremity veins were negative for thrombus. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation but added risk due to right heart strain and an elevated troponin. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 18.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was 11-16 degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.0 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.5 degrees. On the same day of the procedure, the post procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was 11-16 degrees. Core lab analysis of the post procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 10.1 degrees in the ap view and 7.7 degrees in the lat view. On (B)(6) 2014 (5 days post procedure), the patient was discharged from the hospital. The discharge medications included warfarin and a therapeutic dose of low molecular weight heparin. On (B)(6) 2014 (35 days post procedure), the one month follow-up clinical assessment was completed and a filter retrieval was not scheduled due to an ongoing risk for pulmonary embolism. The patient was taking xarelto. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (98 days post procedure), the three month follow-up clinical assessment was completed and a filter retrieval was scheduled because it was no longer clinically needed. The patient was taking xarelto and warfarin. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015 (120 days post procedure), the patient had the pre retrieval x-ray performed. The x-ray revealed no evidence of filter fracture or embolization. Migration of the filter was noted and filter tilt was less than 6 degrees. Core lab analysis of the pre retrieval x-ray is not available at this time. On (B)(6) 2015 (129 days post procedure), an attempt to retrieve the filter endovascularly, with a cook cloversnare retrieval set via the right internal jugular vein, was unsuccessful. The filter legs did not appear outside the column of contrast at pre retrieval and there was no thrombus present in the filter. The patient was on xarelto pre procedurally. The site rated no difficulty during the attempt to retrieve the filter but noted: ¿despite multiple attempts the filter could not be removed from the inferior vena cava wall" and "failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent." Core lab analysis of the retrieval procedure venography is not available at this time. The patient remains in the study.